Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify a striated edge broken in the anterior side, consist with use of a surgical tool, broken sharp in the anterior side. Based on the device analysis the final assessment is: -a striated edge broken opening on anterior side assessed as surgical damage. -a sharp edge broken on anterior side as assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿left side rupture¿. Device has been explanted.